Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -12.0 diopter, implantable collamer lens into the patient's eye on (B)(6) 2023. The lens flipped during insertion into the eye. The lens was removed and a back up lens implanted. This resolved the problem. The lens lens was implanted, removed, and replaced intraoperatively.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)